Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('heavy cycle'), sepsis ('sepsis') and septic shock ('septic shock') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), sepsis (seriousness criteria medically significant and intervention required) and septic shock (seriousness criterion medically significant) and was found to have weight increased ("I have lost 10-12 pounds so far"). The patient was treated with surgery (ablation, d & c and surgery to remove essure coils - davinci (removing everything but ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and weight increased was resolving and the menorrhagia, sepsis and septic shock outcome was unknown. The reporter considered menorrhagia, pelvic pain, sepsis, septic shock and weight increased to be related to essure. The reporter commented: after the ablation, d&c and biopsies I went sepsis and into septic shock. Concerning the injuries reported in this case the following events were reported via social media : pelvic pain, sepsis,weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event heavy cycle, septic shock, were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and sepsis ('sepsis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and sepsis (seriousness criteria medically significant and intervention required) and was found to have weight increased ("I have lost 10-12 pounds so far"). The patient was treated with surgery (surgery to remove essure coils - davinci (removing everything but ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and weight increased was resolving and the sepsis outcome was unknown. The reporter considered pelvic pain, sepsis and weight increased to be related to essure. Concerning the injuries reported in this case the following events were reported via social media : pelvic pain, sepsis,weight increased. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received : reporter added. Event weight gain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and sepsis ('sepsis') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and sepsis (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure coils - davinci (removing everything but ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the sepsis outcome was unknown. The reporter considered pelvic pain and sepsis to be related to essure. Concerning the injuries reported in this case the following events were reported via social media : pelvic pain, sepsis. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.